Event description:
It was reported: a pt had been revised due to two broken acufix screws. When the pt was opened up, a black, fibrotic tissue was found in the wound. The bone purchase of the other screw were poor, therefore allowing the plate to be pulled out of the pt with screws still attached.